Event description:
It was reported that (3) pmw35 were used during an unknown procedure. It was reported by the rep that after firing skin stapler, the device stapled but would not kick off anvil head. It is unknown how the case was completed. There was no consequence to pt.